Event description:
Rptr noted that there are no ingredients listed on the labeling of this product. Upon contacting the MFR, they stated that the FDA does not require them to put this info on the label. Rptr's main concern is that a pt could be allergic/sensitive to one of the ingredients and since this product can be purchased over-the-counter, the pt is the one who will suffer with a possible reaction.